Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was performed and all product met requirements prior to release. Product retains from the same lot of product were tested for finished goods testing, which included needle attachment and tensile strength testing, all samples passed. The report could not be substantiated and a cause for the event cannot be established. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "postoperative to episiotomy, wound dehiscence was observed."